Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away four days post-implant. A family member alleged the device did not work and the patient coded and became comotose. The patient subsequently died. A boston scientific field representative was contacted for additional information. Despite efforts the field representative made by reaching out to the patient's physician, the field representative was unable to gather any additional information regarding the death. The field representative did state that the device was turned off on the day the patient died, but no interrogation was completed at that time.